Manufacturer narrative:
Study event: the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: device did not adequately capture the artery. Symptoms/ae: failure to achieve hemostasis. Time of ae: during the vessel closure. It was reported that a physician attempted arteriotomy closure of the right common femoral artery using the starclose device after an interventional carotid artery stenting procedure. Reportedly, the starclose device did not appear to adequately capture the artery. Pressure was held with a syvek patch until hemostasis was achieved. There were no adverse patient sequelae reported. Although requested, there is no additional information available.